Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 35.0, 55.0, 71.0, 86.0, 103.0, and 135.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The friction lock pet heat shrink tubing on the proximal end of the introducer sheath was compressed. Resistance was encountered as the initial attempt to advance the smart coil out of its introducer sheath on the table. Subsequently, the pusher assembly was further kinked by the penumbra investigator approximately 137.0 cm from the proximal end and the smart coil could not be advanced any further. Conclusions: evaluation of the returned smart coil confirmed resistance while attempting to advance the device out of its introducer sheath. In addition, the friction lock heat shrink tubing on the proximal end of the introducer sheath was compressed. If the mid-joint is retracted proximal to the friction lock, resistance maybe encountered while attempting to advance the device out of its introducer sheath and into the hub of a microcatheter. This may have contributed to the resistance experienced during the procedure. During the functional test, resistance was encountered while attempting to advance the smart coil out of its introducer sheath on the table. Subsequently, the pusher assembly was kinked by the penumbra investigator and the smart coil could not be advanced any further. The crinkled heat shrink tubing may have contributed to the resistance during the functional test. Further evaluation of the returned device revealed that the kink approximately 135.0 cm was the reported damage and the other kinks were likely incidental and may have occurred due to packaging of the device for return to penumbra. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil out of its introducer sheath and into the hub of a non-penumbra microcatheter, the physician experienced resistance and the smart coil would not advance. Subsequently, the smart coil pusher assembly became kinked; therefore, it was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.